Event description:
In 2009, the patient reported experiencing elevated blood glucose during the past month, and the down button of her infusion device does not respond each time it is pressed. She stated that "I might think I'm clicking in 6 and I end up with 4", in reference to the programmed bolus amount. The infusion device has not been dropped or exposed to water. She stated that she will switch to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.